Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation and the evaluation was completed. Based on the results of the investigation, because indication phenomenon did not reproduce, it was not possible to determine the cause. There was no health damage to patients. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center exhibited static on the screen. The issue occurred, during an unspecified therapeutic procedure. The intended procedure was completed using a similar device. There were no reports of patient harm associated with the event.